Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was observed with two instances of a single dropped ventricular beat. Electrocardiogram (ECG) strips showed no pacing output. Diagnostic testing and troubleshoot was performed. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.